Event description:
Additional information was received. The patient stated that she had an appointment with the manufacturer representative and the healthcare provider (hcp). Patient said that the healthcare provider (hcp) recommended that the patient takes botox for 8 weeks. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 3889-28, lot# va1v61k, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they were meeting with their healthcare provider the following day to discuss shots in the bladder. They had tried medication along with the stimulator, but had never received much relief since implant, and weren't sure what time they were supposed to get down to. They had found one program where they gained some relief, and reported the last time they called in, they were told they could get new programs if they didn't gain relief. They had gone through all seven programs. They mentioned their previous lead replacement from (B)(6) 2019, and noted their healthcare provider was talking about putting wires in both sides. They had tracked their symptoms from 7am to 5:30pm, and noted they were going 16-17 times and sometimes every ten minutes. They were going three times a day during the trial, and did fine on one program; they were able to get down from 9-12 times/day on program three. It rarely dropped to six times, and it did not make a difference whether or not they drank coffee. Their latest appointment was canceled due to covid-19, and they wanted to get new programs. They were redirected to follow up with their healthcare provider. There were no device issues or further patient complications reported at this time.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: va1v61k, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 02-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they were not sure what to expect of the therapy, it felt like they had not had any therapeutic effect since implant. They reported they had it reinstalled on (B)(6) 2019. It was clarified that what they meant by reinstalled was that they had the lead revised because they were not getting therapy relief. The reported a manufacturer representative was there to help during the revision. They were inquiring more information about programs and what to expect with the therapy. Information was reviewed. It was recommended the patient continue to monitor symptoms and try other programs to see what worked best for them. They were redirected to their healthcare provider if they were still not getting therapy relief after trying all the programs. Additional information was received from the manufacturer representative. They were aware of and present at the lead revision on (B)(6) 2019. They noted that fluoroscopic x-ray had been performed during the procedure, prior was unknown when asked what diagnostics had been performed prior to revising the lead. It was reported the cause of the lack of effect was unknown and the device would not be returned as I t had been disposed of by the account. No further complications were reported or anticipated.